Event description:
A medtronic representative reported that when holding the screw on the solera standard screwdriver, the gripping force for the driver was weak. When the screw was attached on the driver properly the screw was still moving. The surgeon opted to complete the l4/5 (plf) spine procedure without the use of navigation. No impact to the patient was reported.

Manufacturer narrative:
The site declined requests for patient demographic information. RMA issued. Replacement shipped to site. Medtronic inspection of returned part finds the instrument to be in good condition. The tip is not twisted or rounded off; the back side is also in good condition. Fully functional. No problem found.